Event description:
It was reported that the device alarmed broken battery latch and the device needed repairs. The event occurred during testing and there was no patient involvement. Analysis of the device found the downstream occlusion (dso) seal was torn and the upstream occlusion (uso) was worn.

Manufacturer narrative:
E1: facility name "ambulatory infusion care north inc" h3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was torn and the upstream occlusion (uso) seal was worn. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported issue regarding the damaged battery compartment. The investigation determined that the dso seal was torn and the uso seal was worn. The dso seal and uso seal were replaced.